Event description:
Healthcare professional reported "size exchange" against a non allergan device. This record is for the left side. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1924. Device: 1583. Referencing report: mw5190676. This report captures left breast implant #1.